Manufacturer narrative:
Product ID neu_unknown, serial# unknown. Product type unknown product ID 97745bp, serial# (B)(4). Product type accessory if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that ¿its not charging¿ and clarified that both her controller and ins were not taking a charge. The patient reported that she stopped feeling stimulation on the night prior to the report. The patient was instructed to remove and replace the battery pack and connect the controller to the ac power supply. The patient then stated that the controller was charging at 50%. The patient plugged the recharger cord in and stated that she was having a hard time getting a good connection. The patient reported that it was going from good to excellent then disconnecting. The patient reported that she was feeling stimulation in her leg again. The patient reported that she had a bandage over the ins site. The patient noted that her follow up appointment was scheduled for (B)(6) 2020. The patient was getting the poor recharge quality screen on the controller. The patient reported that she was going from excellent quality to good then it would disconnect and the patient would have to reposition the antenna. The patient later reported that she ¿feels like there¿s somebody else turning [stim] up and down.¿ additional information was received from the patient. The patient reported that it took too long to charge, loss of stimulation too quick and the battery ran out fast. The patient reported that she was sent a new battery, but the loss of charge hadn¿t changed. The patient didn¿t know if it was the box, paddle or unit inside her. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the ins not charging to 100% were that the patient was sitting on a heating pad and running the device at too high of a frequency. A consultant changed the setup so it stays on all the time now at a different setting on a low frequency. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown, serial#: unknown, product type: unknown. Product ID: 97745, serial#: unknown.,product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indications. It was reported that when the patient was charging her implantable neurostimulator (ins), the battery level was not moving from 40-50%. It was also taking a long time to charge the ins at excellent recharging quality. The patient then stated that she was charging the implant at the time of the call and it was 40% charged with the controller at 50% charge. It was suggested that the patient should charge the controller up to 100% and charge the implant. On (B)(6) 2020, the patient reported that the same issues were happening where the controller and the ins were not charging to more than 80%. Every time the patient charged, neither the controller nor the ins reached 100%. The patient also stated that the controller was plugged into the ac power supply and was showing the battery level at 80% and as soon as she unplugged it, the percentage would go straight down to 70%. The patient was transferred to repairs. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.